Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure with a 6fr sheath. Reportedly, a suture break occurred when removing the plunger on pre-closure for three prostyle devices. For the fourth prostyle device, the knot was unable to be advanced towards the arterial puncture site as the whole suture came out with the prostyle device. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved via surgical cutdown repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.